Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a failed occlusion, requires a software 1.6 update. The event happened during testing.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "failed occlusion and requires a software 1.6 update¿ was confirmed through occlusion testing. The probable cause was camshaft. Further investigation found the battery door damaged, downstream occlusion (dso) seal lifting, upstream occlusion (uso) seal lifting, motor over limit, and liquid crystal display (lcd) lens cracked. Replaced cam shaft, expulsor, valves, motor, lcd lens, dso seal and uso seal. Performed dso/uso sensor calibration. Updated software and unit reset to standard configuration, and the device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.